Event description:
It was reported to philips that the system does not boot up correctly. System was not in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.